Event description:
Caller states the pt received blood glucose results of 29 mmol/l and 11 mmol/l within minutes of each other on the compact plus system. No actions taken based on device results. No adverse event reported. Replacement was sent.

Manufacturer narrative:
The event occurred in another country.